Manufacturer narrative:
Per the surgeon, the patient underwent revision surgery on (B)(6) 2021 , to replace the electrode underneath the skin and closed the wound. This report is submitted on september 14, 2021.

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the surgeon, the ground lead of the device has extruded from the antero-superior portion of the incision.